Manufacturer narrative:
Sc-1132 (B)(4): device evaluation indicated that the complaint in regard to the ipg would not hold a charge was not verified. Upon receipt, the device measured 3.87 vdc and was subsequently charged to 3.99 vdc in one charge cycle. This verified the device was capable of being fully charged with a proper charging method. The device passed the required tests and exhibits normal device characteristics.

Event description:
A report was received that the patient¿s ipg would not hold a charge right after the patient had a non-device related abdominal surgery. It was noted that the patient ipg was working before the non-device related surgery. The patient underwent an ipg replacement procedure. The patient was doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).